Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the customer contacted technical support to report that the rotation axis of universal surgical manipulator (usm) 2 (vision) was upside down. The customer also informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were unable to rotate it back. The tse reviewed the system logs and did not identify any errors related to the issue. The tse guided the customer to power cycle the system, after which, the usm 2 rotation axis came back to normal. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that a 30-degree endoscope (serial # (B)(6)) was installed on usm 2 when the issue occurred. The reported issue resulted in a reversed/inverted image, but did not involve reserved control on the system usms. Following a restart, the system returned to normal operation and the procedure was completed robotically without injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system which resolved the reported issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive a da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided and phone support details. The universal surgical manipulator (usm) issue was resolved with a system power cycle.